Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an elective device exchange procedure, insulation abrasion was observed on the right ventricular (rv) lead. No rv lead electrical parameter abnormalities were noted, so the lead was repaired with silicon tubing. The device was reprogrammed to further avoid issues, and the rv lead remains implanted and active. The patient was stable with no adverse consequences.